Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 16 january 2016. The fse first ran a blood sample then ran a diluted quality control (qc) sample. The blood sample total area was 945 and the qc samples had total areas of 1380 & 1421. All three samples retention time (rt) was 0.62 & 0.63. The fse adjusted the flow rate up to 1.13 with no change in rt. The engineer found a leak around the prefilter hosing, and tightened the peek tubing at the bottom of the filter housing, the t-handle on filter housing and fitting on check valves. Then without changing the flow rate rt dropped to 0.55, the fse readjusted the flow rate to 1.05 with rt running 0.59. Reportedly when the fse went to calibrate, the low total area on the first sample recurred. The fse then replaced the large syringe, rotor seal for the six way valve, the rotor seal and stator face. The fse calibrated the instrument and ran qc, the g8 was working as intended. No further action required by fse. The probable cause of the event was relates to the rotor seal.

Event description:
On (B)(6) 2016 a customer reported experiencing low total area (ta) with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.